Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving prialt (25 mcg/ml at 2.045 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016, it was reported that the patient had complained of an intermittent ¿zapping¿ sensation over the pump in (B)(6) 2016. The patient had had no injury or trauma. The sensation would occur when the patient was doing nothing. The patient had last felt it a couple of days ago. Additional information was received from an hcp on (B)(4) 2016 and it was reported that the information regarding the zapping sensation had been reported by a home infusion nurse and they had not seen the patient since her recent surgery (see manufacturer¿s report # 3007566237-2016-00752). It was unknown if the zapping sensation was resolved. They had a call in to the patient.

Event description:
Additional information received from a healthcare provider (hcp) indicated zapping sensation was no longer occurring. The issue was considered resolved.